Event description:
Additional information received from a healthcare provider (hcp) via a manufacturer representative (rep) indicated that the patient presented to the managing physician with symptoms of underdosing or withdrawal. The managing physician completed a bolus dose in the office, which appeared to be effective and the patient was sent home. After going home, the withdrawal symptoms returned and the patient was instructed to go to the emergency department (ed). After arrival, the patient was in visible withdrawal and was admitted to the hospital. The patient was placed on intravenous (IV) medications and was sedated. This was done to control the withdrawal until surgery could be performed to find out why the patient wasn't receiving their medication from the pump. The provider located a kink in the catheter, near the spine. He removed the kink from the old original catheter and connected a new pump segment. This cleared the catheter to allow a good flow of cerebrospinal fluid (csf), indicating that the catheter was then clear and patent. The provider believed that the catheter kink was the cause of the withdrawal. The device was still partially in place. The provider only removed and discarded the kinked portion of the old catheter. Following this event, the patient had been released from the hospital.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a healthcare provider via a company representative stated that the patient was paralyzed from car accident several years ago. The car accident left the patient paralyzed, that is the reason the pain was implanted. The patient was not paralyzed as the result of the therapy.

Manufacturer narrative:
Continuation of d10: product ID 8731, lot# serial# (B)(6), implanted: (B)(6) 2003, product type catheter, product ID 85 96sc, lot# serial# (B)(6), implanted: (B)(6) 2025, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8731, serial/lot #: (B)(6), ubd: 14-may-2005, UDI#: (B)(4); product ID: 8596sc, serial/lot #: (B)(6), ubd: 14-aug-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving baclofen (4000 mcg/ml at 2643 mcg/day) via an implantable pump. It was reported that the patient was presented in the emergency room with withdrawal symptoms. There were no alarms on the pump that were sounding at the time of the event. The cause of the event was unknown. The patient contacted their physician and informed them that they were having withdrawal symptoms. The patient was not doing anything out of the ordinary at the time of the event. The catheter access port was attempted and unsuccessful in clearing the catheter. It was noted that imaging was done on the patient using fluoroscopy. Due to the age of the catheter, it was visible on imaging. The surgeon noticed what appeared to be a kink in the catheter located in the back on the spine segment of the catheter. The entire pump segment was removed as well as a small portion of this fine segment. The physician opted to replace the entire pump segment and connect with a suture connector at the spine process. He utilized an (B)(6) revision kit, which was connected to the pump and the catheter was found to be patent and clear at this time. The catheter was occluded. The patient was paralyzed and non-ambulatory. There were no known reasons for what could have caused this. The current implanted catheter is an (B)(6), which is the original catheter that was implanted in 2003 once the pump to spine segment was removed, the remaining spine segment was found to be patent and clear. Surgeon opted to connect and (B)(6) in tunnel it back to the pump and connect and system was found to be patent and clear through the catheter access port procedure. The surgeon was able to draw 2 ml of clear cerebral spinal fluid from the chamber, indicating good flow and consistent therapy. The issue was resolved. The healthcare provider (hcp) has no further information for medtronic. Additional information was provided from a healthcare provider stated that the catheter was removed due to malfunction.